Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had half white screen. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting but the issue was not resolved. The customer stated that they put a new battery into the insulin pump but the screen did not change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.

Manufacturer narrative:
After battery installation, the entire lcd display was white. The device was unable to display text whatsoever. Per visual examination there were multiple cracks in the circuitry located at both sides of the lcd controller and below the lcd screen itself. Unable to perform displacement, or self tests due to the cracked areas.